Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 284 (mg/dl). A pump correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the cartridge was determined to be the source of the issue. Customer was able to change cartridge and resume insulin delivery.